Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The reported device was manufactured and distributed by (B)(4) and implanted prior to (B)(4) purchase of certain assets of (B)(4) on august 1, 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting.

Event description:
Revision total ankle arthroplasty. Sales rep reported that an unknown star poly was removed and replaced with catalog number 400-143f, lot code 1437091. Sales reported patient was revised due to bone cysts showing on x-ray. Talus moved back into varus. Event was resolved by calcaneal slide, replacement of tibial and mobile bearing component. No additional trauma reported. Non union was not reported. Infection was not reported. Tibial component has sifted, poly was worn down posterior. Lateral hindfoot shifted into varus." No devices damaged during removal. No complications. Tissue damage was not reported. Bone quality is good.